Event description:
It was reported that that high capture threshold was observed. The stylet could not be inserted or removed. When repositioning was unsuccessful, the lead was explanted and replaced. There were no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.